Event description:
A customer reported a malfunction on their insulin pump, specifically receiving a malfunction code identified as malf 16, which was not resettable. There was no adverse impact on the customer¿s blood glucose level. As a corrective action, technical support arranged for a replacement pump to be sent to the customer, who will use multiple daily injections (mdi) as a backup therapy in the meantime. The customer was informed of the replacement procedure and acknowledged the instructions for returning the malfunctioning pump.